Event description:
On 11th may 2024 it was reported by an arthrex employee via email that an ar-4501, meniscal cinch ii, implants were deployed successfully; however, when the suture was pulled back, both the implants were pulled out. This was detected during use in a meniscus repair procedure on (B)(6) 2023. The procedure was completed successfully as a new ar-4501 was used.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage to the instrument. A visual inspection revealed that the tip of the instrument had broken off. Excessive force is the probable cause of this failure. Additionally, the pushrod appeared to be slightly bent, and the trigger buttons were not completely aligned with the back of the trigger deployment slot. A use error is the most likely cause of the report and observed failure. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.